Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to cell imbalance of cell number one.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation; only the internal battery was returned for investigation.